Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain, injury, and elevated metal ion levels. Comment: it should be noted that the law firm uses the same (or similar) complaint for all patients, so it is possible these symptoms are not specific to this patient.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions. Added law firm, dob, age and updated product details. Added stem due to alleged elevated metal ions. Doi: (B)(6) 2006 - dor: none reported, (left hip).